Event description:
It was reported that pump screen was dark and would not turn on despite multiple attempts to power it on and use different charging supplies, with pump showing red light and periodic vibration. There was no adverse impact to the customer's blood glucose level. Customer was instructed to place pump into storage mode, use multiple daily injections as backup insulin therapy, program settings and connect continuous glucose monitor to replacement pump, and return nonworking pump using provided shipping label, and replacement pump was arranged under warranty.